Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate sensing. Surgical intervention was undertaken. The s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate sensing. Surgical intervention was undertaken. The s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. It was reported that the system exhibited oversensing due to a suspected change in qrs signal amplitude measurements as well as oversensing of myopotentials. Inappropriate shocks were delivered in two separate episodes as a result.